Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from(B)(6)2024 to (B)(6)2024 of 39 mg/dl. The cause of low bg levels was unknown. The customer also reported that they were asleep at the time of a low bg, and their spouse noticed they were sweating and provided third party assistance by providing carbohydrates to address bg. No additional patient or event information was available.